Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the pt. On (B)(6) 2007, pt underwent surgery to repair a ventral hernia. A bard composix kugel mesh hernia patch was used to repair the hernia. Pt sustained injury and damages associated with use of defective product, composix kugel hernia patch. The attorney alleges that as a result of having the composix kugel hernia patch implanted, pt suffered an infection, permanent personal injuries, pain and suffering and required surgical intervention.